Event description:
The customer reported that the ventilator would not power on via ac power. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician reported the device would not power on via ac power until the backup battery was disconnected. Based on the reported finding, if during normal ventilation mode ac power was lost, it may result in a shutdown of the device. The service technician replaced the power management pcb board to address the finding. Applicable final testing was completed and tests passed to operating specifications.